Event description:
It was reported that unspecified bd¿ pen needle cannula was loose and separated. The following information was provided by the initial reporter: on (B)(6) 2020. Patient who was injected the insulin. Before the subcutaneous injection, opened the package,it was found that the needle was loose and separated with needle hub, then replaced a new one immediately to complete injection, no patient impacted.

Manufacturer narrative:
H6: investigation summary: DHR and manufacture records were reviewed, no abnormal was found. Hub appearance, cannula pull force,adhesive height and adhesive volume were inspected for 7pcs retention parts, all results passed. Refer to the attached retention sample. Pen needle product has 100% adhesive height, adhesive volume inspection by visual system, and defect part will be rejected automatically. Based on the investigation above, the certain cause cannot be concluded at the moment.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 9283917(0916). This does not match the catalog number provided. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd" pen needle cannula was loose and separated. The following information was provided by the initial reporter: on (B)(6) 2020. Patient who was injected the insulin. Before the subcutaneous injection, opened the package,it was found that the needle was loose and separated with needle hub, then replaced a new one immediately to complete injection, no patient impacted.